Event description:
Manufacturer report numbers 1627487-2024-07533, 1627487-2024-07534, 1627487-2024-07536 it was reported that due to ineffective stimulation, surgical intervention to address the issue took place for explant of three leads. One was able to be removed, one was found to be fractured on fluro and was left intact in situ, and the third was fractured while being removed and a fragment remains in situ for possible surgical removal at a future time.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.